Event description:
The physician reported that the patient had experienced pain in the chest after vns implant in 2013. The patient was referred for a cardiac and pulmonary evaluation which did not find any abnormalities. The patient was then referred for surgery to evaluate the generator site. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
Further follow-up with the physician found that the pain was occurring with stimulation and that system diagnostics at the time were ok. The physician reported that the settings were readjusted for the patient's comfort and the painful stimulation has since resolved.